Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old pacific islander female who underwent a breast augmentation revision with a mentor memorygel 550cc prosthesis experienced right-sided- rupture, capsular contracture grade ii- iii, and left sided pain, and asymmetry issue post procedure. The MRI examination shows a collapsed intracapsular rupture. As a result, patient underwent bilateral replacements as follow: l/cat#: 350550bc, sn#: (B)(4), r/ cat#: 3505501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.